Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use bd insyte¿ autoguard¿ bc shielded IV catheter safety retraction failed as "after catheter insertion, even pressed the safety mechanism button the needle didn't retract." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that during use bd insyte¿ autoguard¿ bc shielded IV catheter safety retraction failed as "after catheter insertion, even pressed the safety mechanism button the needle didn't retract." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: device/batch history record review: review was previously conducted for (B)(4), with the following results disclosed: lot 8036866; was built and packaged on afa line 12 on 5feb2018 through 11feb2018. DHR review disclosed no indication of the alleged defect as it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge, set-up and in-process samples including (but not limited to) needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis observations and testing: received one bd insyte autoguard IV catheter-blood control unit without packaging. The unit consisted of the needle/hub assembly, safety shield (barrel) and protective needle cover. The button was completed depressed and there were traces of dried media in the chamber; indicative of insertion and flashback. There is damage at the nose of the hub. Visual/microscopic examination: there was damage on the nose of the hub; hindering a full retraction. The damage in this location was indication that the needle retraction failure was a result of the manufacturing process. Performed functional test (needle retraction): placed the needle to the out position and reset the activation button. ¿depressed the activation button. ¿although the button depressed the needle would not retract; the hub (where damaged) caught up on the grip/button, restricting a full retraction. This was physical/mechanical evidence that the failure was manufacturing process related. Investigation conclusion: root cause relationship of device to the reported incident: manufacturing ¿ damaged grip which inhibited a full retraction of the needle into the safety shield upon activation was mfg. Related. Comment: the hub load station in zone 3 has the ability to become misaligned and produce the type of damage observed in one of the two returned used units. When there is a misalignment, the hub guide inadvertently contacts the hub and causes the damage as that observed in the complaint sample/unit.